Manufacturer narrative:
Mml reference # (B)(4). Customer phone #: (B)(6).

Event description:
It was reported that the patient could not feel the stimulation anymore and could not start therapy. The field clinical engineer (fce) verified that all electrodes on the right lead show out of range. Revision surgery was performed on (B)(6) 2022, to replace the right lead. Unrelated to the reported issue, the left lead was replaced because of suboptimal placement but functional. The tip of the left lead was left behind the patient. The revision surgery was successful, with no report of patient harm or injury. The lead assemblies were returned and evaluated. Functional testing was performed. The reported symptom was verified. Analysis confirmed lead conductor fractures were the cause of the high impedance/ out of range conditions observed with the right percutaneous stimulation lead.